Manufacturer narrative:
B5: additional information h6: health effect-impact code, updated h10 - related report numbers no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The issue was discovered during yearly maintenance.

Manufacturer narrative:
Section d1: brand name corrected section d4: model number and catalog number corrected section d4 - primary unique device identification (UDI) number: corrected section d5: operator of device corrected section h6: medical device problem code corrected section h8 - usage of device: corrected manufacturer's investigation conclusion: the reported events of an s3: system fault alarm and no flow being recorded were not confirmed. The centrimag console (serial number unknown) was not returned for analysis, and no log files were provided. Available information suggests that the issues resolved upon exchanging the motor (evaluated separately). The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the centrimag console was not provided. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a system 3 error was displayed, and no flow was recorded. The error message occurred with a continuous beep. The motor was segregated, and staff was informed not to use the motor.